Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that the irrigation tube on the catheter handle was leaking. The procedure was completed by exchanging the catheter. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed that the irrigation tubing is torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluids were found on shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that the irrigation tube on the catheter handle was leaking. The procedure was completed by exchanging the catheter. No patient complications were reported.